Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 50 to 51 mg/dl in the middle of the night. Customer's blood glucose at the time of the call was 102 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal. Customer was advised to follow up with their doctor regarding the low blood glucose. Customer was also advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.